Event description:
A report was received from (B)(6) that stated an ht70 ventilator experienced a malfunction. While connecting the ac cable to power a backup battery failure occurred. The patient was manually ventilated and then switched another ventilator.

Manufacturer narrative:
The customer reported that the internal battery pack was replaced, which resolved the reported issue. (B)(4).